Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell yesterday morning (2024-mar-21) but didn't believe that they hit the implant. Patient said that the fall was bad enough to cause a brain bleed which was treated. Patient said that since yesterday evening they had experienced terrible back pain that goes over to the front. Patient was currently in the ICU and the trauma surgeon thought that patient was not emptying the bladder. Patient didn't think this was the case. Patient stated they have ms so they didn't have a lot of sensation in the bladder area. When asked, patient said that stimulation was on and patient said they turned the setting way up in order to feel anything as they said that had always felt stimulation. Patient asked if there was a way to loosen the lead. Patient asked if a manufacturer representative (rep) could come to the hospital and run some diagnostics. Patient services agent provided n as phone number to provide to healthcare provider. Patient services reviewed potential for lead movement due to any trauma. The patient was redirected to their health care provider to further address the issue. Patient said they were on vacation and hadn't notified managing physician of situation yet.

Event description:
Additional information was received, from a healthcare professional (hcp). The hcp reported, that the patient experience retention, prior to the device. And catheterization was the 'standard of car" practice. There was an unknown, effect from the fall. And it is unknown, if it was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.